Event description:
A pocket revision was performed due to the pump tilting. The patient stated that she lost weight and the pump was now uncomfortable. The doctor moved the pump lower in the abdomen and sutured the pump to the fascia. The pump and catheter were not revised. A dye study had been performed (results not provided). The patient¿s status at the time of the report was alive with no injury. The medications infused were lioresal and clonidine.

Manufacturer narrative:
Product ID 8709sc lot# n183299025, implanted: 2009 (B)(6); product type catheter. (B)(4).